Manufacturer narrative:
Pump monitored for several days. Pump received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected batteryout limit alarm anomalies noted. Unit passed self test. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump kept on turning off even after the battery replacement. Customer also reported that the insulin pump fell on the floor that could have led to the blank and keypad anomaly. Customer also reported a high blood glucose of 231 mg/dl and 248 mg/dl. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.